Manufacturer narrative:
Device evaluated by MFR.: the unit was returned in two separate sections with evidence of cracks along the middle and distal sections of the device, no other damages or anomalies were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the drainage catheter broke and required surgery for removal. The expel¿ drainage catheter was implanted during a percutaneous catheter drainage procedure to treat pleural effusion of the lungs. Following the expel catheter placement dressing and x-rays were performed every other day. On (B)(6) x-rays were taken and the expel catheter was found to be broken in two pieces. On (B)(6), the distal part of the catheter was removed during dressing and the remaining portion of the catheter was surgically removed. There were no patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the drainage catheter broke and required surgery for removal. The expel¿ drainage catheter was implanted during a percutaneous catheter drainage procedure to treat pleural effusion of the lungs. Following the expel catheter placement dressing and x-rays were performed every other day. On (B)(6) x-rays were taken and the expel catheter was found to be broken in two pieces. On (B)(6), the distal part of the catheter was removed during dressing and the remaining portion of the catheter was surgically removed. There were no patient complications reported in relation to this event.